Event description:
It was reported that the protector p15j experienced leakage during use. The following information was provided by the initial reporter: when drawing 40mg of chemo medication, drug leaked.

Manufacturer narrative:
H.6. Investigation: one sample was received for evaluation. Upon examination, the leak between the protector and the vial was verified. Further testing was conducted and after properly reconnecting the vial and protector, no sign of leakage occurred. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be investigated. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical . The m12 assembly fixture is recommended to ease the connection of the protector to the vial. H3 other text : see h.10.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the protector p15j experienced leakage during use. The following information was provided by the initial reporter: when drawing 40mg of chemo medication, drug leaked.